Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. (B)(4). Additional narrative: details: it was reported that following the procedure the patient experienced abscess, bowel obstruction, fistulas, peritonitis, sepsis, urinary retention, uterine prolapse, pelvic tumors or fibroids, pelvic trauma, cystocele, enterocele, and rectocele. No additional information was provided.